Event description:
The customer reported that the system locked up during use and would not produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the 5 vdc power supply were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.